Manufacturer narrative:
The sample was not returned. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
It was reported that unknown complications occurred after the mesh was implanted. The hospital confirmed that there were complications shortly after the procedure, and also at some point after the procedure. The complications involved the bladder, however no further info is available at this time.